Event description:
It was reported by the customer "we have had 5 instances in which the bard powerloc huber needle set has leaked chemotherapy at the y-site junction." No other information was provided. This report addresses the first device.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "we have had 5 instances in which the bard powerloc huber needle set has leaked chemotherapy at the y-site junction." No other information was provided. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the infusion set tubing was confirmed but the cause is unknown. A series of photographs of the implicated 20g powerloc safety winged infusion set were returned for evaluation of this complaint. One of the photographs was a close-up photograph of the y-site and tubing connections. Microscopic observation and tactile evaluation could not be conducted without the physical samples. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. Possible contributing factors could include tensile (pulling) damage, material fatigue, or damage from a sharp instrument. A lot history review (lhr) of asgsfc075 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.